Event description:
The customer stat that he performed back to back blood glucose tests and received results of 450 and 170 mg/dl. The difference between the readings falls in the "c" zone of the parks error grid, making a difference clinically significant. The customer did not allege any adverse events due to the readigs. The strips are to be returned for evaluation, and replacement strips will be sent.